Event description:
The user facility reported experiencing decreased gas exchange during a cardiovascular bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided to assure adequate oxygenation. The case was reportedly completed successfully with no complications or injury to the pt.

Event description:
This report is being submitted as follow-up to provide information on the evaluation of the product sample that was returned by the user facility.